Event description:
The customer obtained erroneously elevated accutni results for two patients' samples. One patient's sample produced an erroneously elevated result above the ami cutoff and the second patient's sample produced a result within the risk stratification range. Repeat testing of both patients' samples produced results within the normal reference range of the assay. The customer confirmed there were sample handling issues that had caused the elevated result above the ami cutoff for one of the patients. The customer could not confirm that sample handling issues had caused the elevated result within the risk stratification range from the second patient so service was dispatched for this event. On site service determined that there were some hardware related issues that required some minor repairs by the on site fse (field service engineer). Although some repairs were completed by the on site fse and there were some sample handling issues noted in the customer lab for one of the patient samples, a definitive root cause has not been determined to date for this event. The customer and the on site fse were unable to provide evidence to determine what the root cause of the second erroneous patient result